Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level was 52 mg/dl and then 47 mg/dl and then it went up at 280 mg/dl and 285 mg/dl. Customer's blood glucose value was 280 mg/dl at the time of incident and current blood glucose was 132 mg/dl. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was treated with insulin pump. Insulin pump will not be returned for analysis.